Manufacturer narrative:
Other relevant device(s) are: product ID: 9733467, (software version: (B)(4)). No parts have been returned to the manufacturer for analysis. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the system had an unexpected shutdown. A site rep presentative loaded a patient exam on the system. After doing so, he went to look at the images in the select patient task and the system went unresponsive and went to ¿no input detected.¿ after that, the system booted back up then started cycling the boot loader. It was noted that the fans on the computer were running constantly. The site representative tried a different power outlet in the room with no resolution. There was no patient involved with this event.

Manufacturer narrative:
Additional information: the site was able to get their system back up, but it was not reported how they were able to resolve the issue. A software analysis was initiated. Analysis was unable to determine the cause of the event based off of the information provided. If information is provided in the future, a supplemental report will be issued.